Event description:
The reporter contacted animas on (B)(6) 2013, stating that the patient experienced elevated blood glucose levels while on the pump. The reporter indicated that the patient was under increased stress and that may have been contributing to the elevated glucose levels. The patient reportedly discontinued use of the pump in favor of injections due to the elevations but the patient was experiencing low blood glucose levels while on injections. No blood glucose values have been reported to animas at this time to assess for a potential adverse event. This report is made based on the indication that there may have been a pump delivery issue causing the patient to resort to a back up treatment plan.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.